Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00753002 case subject: npi pm co2 calibration fails. Account name: north central surgical center account #: 10040503 asset name: 8300 etco2 module, v8 asset location: contact: alain lengue contact email: alain.lengue@ge.com contact phone: 4698164094 contact mobile: patient or user involvement: no patient or user harm: no case description: customer performing the co2 calibration in asm for the 8300 device fails. Failure device type: alaris system instrument failure problem type: 8300 failure mode: calibration case resolution: customer performing the co2 calibration in asm for the 8300 device fails. Customer receiving popup message for unknown error in software application. Reviewed with customer to identify how many uses/application applied to task. Customer not using a flow-meter in-line with the co2 gas. Suggested to customer to replace the co2 gas canister with a new one. Explained probable cause, may be the gas pressure is too low. They will order the replacement gas, and will call back if experiencing further concerns. End call. (B)(4).